Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the patient¿s implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos), stored as non-sustained oversensing (nso) episode. Programming changes were made. There were no patient consequences.